Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved following use of a 5f mynx control vascular closure device (vcd). There was pulsatile bleeding of the puncture site immediately noted upon removal of the device. Manual compression was applied, and hemostasis was subsequently achieved. The user was trained to the device. The mynx vcd was used for a diagnostic procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was little or no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The sealant was deployed to the proper location. There were no issues noted during balloon retraction / button # 2 step. Other procedural details were requested but were not provided. The device is being returned for evaluation.